Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain patient information, confirmation of the pvt completion, and confirmation of resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that the unit rebooted on its own. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device had rebooted on its own and the customer found error code 1101-ventilator restarted due to anomalies detected during operation in the event log. The rse asked the customer if the error code 3007-software exception, was also present in the event log, and the customer confirmed there was a 3007 error code just before the 1101 code. The rse informed the customer that the manufacturers states when an 1101 diagnostic code occurs in conjunction with a 3007 diagnostic code, then no action is required. The customer was advised to complete a full performance verification test on the device before returning it to use to confirm that the device was fully operational. This investigation is ongoing.